Event description:
Event description guidant received information that following an ablation procedure, this atrial pacing lead exhibited normal pacing impedance and threshold measurements when the patient was lying on the side. When lying on the back, the impedance measurements are less than 200ohms, the thresholds are elevated and there is no sensing. At a subsequent lead revision, predischarge it was noted that the right ventricular defibrillation lead impedance measurements were 800-900 ohms and there was no capture in the ventricle. Reexamination of the system revealed blood in the header.